Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Additionally the alleged usb cable, load, and minimum fill issues could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process with multiple cartridges. Customer changed the cartridge and a cartridge alarm occurred. Subsequently, the customer changed supplies and a minimum fill notification occurred after the user filled the cartridge with 420 units of insulin during the load sequence. Additionally, the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged with an alternate usb cable. A replacement cable was sent to the customer. Customer¿s blood glucose level ranged between 250-406mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.